Manufacturer narrative:
Section h3: device evaluated by manufacturer? Yes. Device evaluation: product evaluation was not performed, because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, one additional complaint folder was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) was stuck in the wound. The lens was removed from patient's eye and replaced with another lens of same model. No medical or surgical intervention was required. The surgery was completed successfully and the patient was fine. No further information provided.